Event description:
3ml prefilled syringe was "noted to have air in the syringe and no fluid/saline".

Manufacturer narrative:
According to the facility on (B)(6) 2025 the 3ml prefilled syringe was "noted to have air in the syringe and no fluid/saline". Per the customer there was no patient involvement as the issue was identified prior to patient use. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.